Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was received and the reported failure mode was confirmed. The unit was diagnosed for intermittent cable, scratched or damaged window and deformed rear enclosure. The camera head had a repair that includes replacing the cable, dome switch as well as the front and rear enclosures. After the camera head was repaired, unit is working according to device specifications. A replacement unit was sent to the customer. No further information was provided. Probable root cause for the reported failure involving this device could have been caused by: digital board, transition board, main board. In sum, the product was received and the reported failure mode was confirmed.

Event description:
It was reported that the device rattled and shut off during a procedure.

Event description:
It was reported that the device rattled and shut off during a procedure.